Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Event description:
It was reported that impedances reading were > (greater than) 4000 ohms on all of the bipolar pairs. The representative was in stage 2 neurostimulator case. Previously the patient had been having a good trial and no concerns with the lead. Caller ran impedances at the default and provided that c0 showed 255 and everything else was >4000. Had caller confirm the lead was all the way in and snug and torqued appropriately. Caller reports no issues inserting the lead. Reran impedances at 2.5 volts and 300 pulse width and c0 went to 280 and all else at >4000. Tried 0- (negative) 3+(positive) and 0+2- (electrode 2 was successful during trial) and increased amplitude with no response when patient had been trialing at low values. It was recommended a different ins (stimulator) be used. Inserted the lead in smoothly and completely. All impedance pairs came back in range except c1 at default and increased to 2 volts and 300 pulse width and all pairs within range. The representative will send in ins for analysis. It was later reported that the stimulator would not allow impedance check to run. It was later reported that there was greater than 50% symptom reduction. There was no interrogation printouts available. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.